Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse tried to adjust the barcode reader (bcr) but there was no improvement. The fse installed a new bcr and adjusted the instrument. The labels began reading fine however the instrument displayed a loader sample rack not moved error. The fse replaced the rack position sensor board and adjusted the instrument. The fse ran several racks. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 6000 barcode read was a barcode reader failure.

Event description:
On (B)(6) 2017, a customer reported error 6000 barcode read on the aia-900 instrument. The customer stated that the error occurred on 3 out of 5 samples. The customer sprayed the instrument with canned air, rebooted, and conducted and all set home but the error persisted. The customer is unable to run patient samples on progesterone (prog ii) and cardiac troponin I (ctnl2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.